Event description:
Reporter alleged obtaining a 177 mg/dl on the active s system while using expired strips and feeling hypoglycemic symptoms. Reporter stated he obtained another reading of 203 mg/dl and he went to the ER because he did not believe the result. Reporter stated the ER obtained a result of 91 mg/dl on their system 2 hours after the 177 mg/dl result was obtained. Reporter stated they treated him with jello, juice, and IV. No other actions were reported taken or treatment rec'd. A request was made for the return of the suspect device and replacement product was sent.